Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). It was reported that they do not feel any stimulation for 2 and a half days and the battery level stay at 80% (controller) and 70% (ins). Patient was in group c and the stimulation was on. Patient intensity is at 8.4 and 8.2. Patient increased the intensity but they do not feel anything. Patient stated that they use group c since that worked for them the best, but the patient stated that the stimulation was not the same couple of days ago. Agent redirected patient to their healthcare provider (hcp) to address further concern.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating after getting up and starting to walk they didn't feel any stimulation in their back. After meeting with their hcp, it was determined the stimulation was turned off. They called customer service to learn how to turn on the stimulation. They got taught how to reprogram it and it is working now.